Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, there was spitting clips. Three clips fell inside the patient but were removed. Another device was used to complete the case. There were no adverse consequences to the patient.